Event description:
Customer alleged blood glucose results of 574 mg/dl and 121 mg/dl when tests were performed within 4 minutes on the aviva system. Customer reported no symptoms and self-treated with 5.2 units humalog. No adverse event was reported in connection with the alleged malfunction. No product is available for return; replacement product was sent.